Event description:
Right hip birmingham procedure performed (B)(6) 2008. Complained of swelling and pain at all post op visits. Over time pain became so severe had difficulty walking. On or about (B)(6) 2010 right femur fx occurred and required total hip replacement on (B)(6) 2010. Suspected loosening of femoral component indicated on films (B)(6) 2010.